Event description:
Top third of the [tampon] seems to have detached. Had to dig around inside of myself to make sure there was not a piece of cotton up there [foreign body in reproductive tract] top third of the tampon seems to have detached - tampon [device breakage]. Case narrative: consumer reported via e-mail that top third tampon had detached. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.